Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years, 5 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that patient had several unreported admissions over the last year with elevated lactate dehydrogenase (ldh) and heart failure symptoms. The patient was administered IV heparin on all occasions and discharged, once ldh normalized. However, during the last admission, the patient presented with significant heart failure symptoms, and the ldh was elevated. It was decided to have patient undergo a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The flex section of the outflow graft bend relief was returned detached from the device. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump body revealed a thrombus formation surrounding the inlet stator¿s bearing cup. The lamination and denaturation of this formation indicate that it likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the report of elevated lactate dehydrogenase levels and symptoms of heart failure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.